Manufacturer narrative:
(B)(4). Batch # p94k80. Device analysis: the analysis results found that the mcs20 device was returned with no damage in the external components with no clip in the jaws. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 17 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a free flap reconstruction procedure, when using the mcs20 to ligate the vessel, the first fire it didn't apply clip. It should be fired 3 to 4 times and the clip was applied, but the clip didn't offer enough clamp to ligate the vessel. There was no patient consequence.